Manufacturer narrative:
Additional information received on 20 december 2016 and includes: the surgery has been completed successfully. The femoral component was removed and replaced via posterior approach. Cables were used to stabilise the fracture. The acetabular component was retained. On 23 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral fracture few days after cementless tha. It is possible that the fracture is the consequence of a small crack initiated at the time of surgery, as no significant traumatic event is reported. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 29 december 2016. (B)(4).

Event description:
Patient ambulating at home felt cracking sensation with pain and was unable to "weight bear". A revision surgery was planned due to femoral fracture.